Event description:
It was reported that the right ventricular (rv) lead had loss of capture resulting in pacing pauses. Noise was suspected on the lead. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: cd3231 competitor implantable cardioverter defibrillator (B)(6) 2012; 1056t competitor implantable pacing lead (B)(6) 2006; 1688t competitor implantable pacing lead 2006. (B)(4).